Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood back related equipment failure during use on a patient. The iabp unit was taken out of service. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Trackwise complaint number: (B)(4). Internal autonumber: (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). It was reported that the cardiosave intra-aortic balloon pump (iabp) had a blood back related equipment failure during use on a patient. The iabp unit was taken out of service. It was reported by the customer that they will have there biomed take care of the repairs and that the unit had substantial fluid pulled into the system, full blood back replacement will be needed tube assy,pressure tube assy,vacuum pneumatic module assy, rohs drive manifold assembly assy, helium reservior compressor, scroll reservoir, pressure-vacuum fitting,"l" 1/16 brass pneu fitting,in-line female. The unit was cleared for clinical use. No patient harm, serious injury or adverse event was reported. Evaluation conducted by in house biomed.